Event description:
Upon device return, analysis of the recharger found the complaint was unconfirmed and preventative measures were done.

Event description:
It was reported the patient had cutaneous burns when using the recharging system. The patient had a burning sensation and erosion at the device pocket. The recharger screen showed the screen that the thermometer over heated. The recharger was replaced. Follow up with the manufacturing representative indicated the burning sensation had resolved, but the patient still had erosion. The patient was receiving effective therapy and they had an appointment to see their healthcare professional (hcp) in a month. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient's healthcare professional (hcp) thought they would change the implantable neuro stimulator (ins) at the end of (B)(4).

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.